Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had not charged their implant in over 2 years because it quit working for it was not helping their pain or helping their neuropathy. Patient said they were shocking themselves to a point where they would get comfortable. Patient would move a certain way and it would jolt them. Every time they moved their head it would kick them and it was getting aggravated. Patient mentioned that they had a stimulator for 10 years for they had a st. Jude prior and the pt asked to no longer have a ins but they put in a medtronic one instead. Patient had a CT scan last week and the MRI department wanted to know if patient could get an MRI. Patient did not have their external equipment with them at the time of the call. Patient will charge their equipment and call back for assistance with MRI mode. Pt called a former mdt rep jamie today but said they had not worked for medtronic in 3 years.